Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the black box data showed an occlusion alarm due to high force on 06/02/2015. During testing, the pump successfully passed an ez prime sequence with no alarms. The complaint was not duplicated during testing. The pump cover was opened and moisture corrosion was observed on the force sensor flex pins. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The distributor alleged that the pump was emitting occlusion alarms frequently. It was noted that the issue persisted after changing the infusion set and tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.